Manufacturer narrative:
Patient height reported as 170 centimeters. (B)(6). Date implant became loose is not known. (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review for part # 04.402.027, synthes lot # 7607072. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Release to warehouse date: 04-aug-2014, expiration date: 06/2019, supplier: (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It is reported patient was implanted with hardware to repair an olecranon fracture, as well as a radial stem and radial head on unknown date. Patient reported elbow pain on unknown date and was returned to surgery on (B)(6) 2017 for evaluation due to pain. During this procedure it was noted that the olecranon had healed, but the radial stem was found to be loose in the radius. The prosthesis was removed and replaced with a competitor¿s device. It is confirmed that only the radial stem was loose and there was no malfunction associated with radial head. Patient status is unknown and surgery is completed successfully without any surgical delay. Concomitant devices reported: 20 mm cocr radial head standard height / 12.0 mm - sterile (part 09.402.020s, lot 7765523, quantity 1). This report is for one (1) radial stem. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Complaint was reviewed and determined to be a part of recall. Device was used for treatment, not diagnosis statement. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.